Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00503 and 1225714-2014-00504. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired on the same day of the event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-00503 and 01225714-2014-00504.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.